Event description:
This is a spontaneous consumer report from (B)(6) of a patient that did not clean the exchange area before starting pd (coded as peritoneal dialysis complication) and peritonitis coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient stated that on an unreported date, he did not clean the exchange area before starting pd and may not have washed his hands prior to performing pd. In (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. It was unknown whether a peritoneal effluent culture was performed. Treatment information, action taken with dianeal and extraneal therapies and the outcome for the events were not reported. On (B)(6) 2011, the patient was discharged from the hospital. An opinion of causality was not reported by the consumer. The patient's nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11c14085, h11a19104) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this incident.